Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged post operatively. It was noted that the patient's anatomy made it difficult to fixate the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.